Event description:
The customer reported that he was hospitalized with low blood glucose of 22 mg/dl, after he was in a vehicular accident in which he was driving. The customer stated the cause of the low blood glucose was that he over-corrected with a manual injection for a high blood glucose, due to receiving a no delivery alarm on the insulin pump. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that he had been receiving no delivery alarms since 2009 on various insulin pumps. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.